Event description:
A distributor reported an incident involving a malfunction in an insulin pump due to software issues. There was no adverse impact on the customer's blood glucose level. The customer was provided with information to reset the pump, and after the reset, the malfunction code did not recur. The customer was advised that they could continue to use the pump and to contact support if any further malfunction codes appeared. There was no request to return the device.